Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photo or product was returned by the customer. The customer complained that the smartsite would not flush through the cap on multiple occasions could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no sample was returned.

Event description:
It was reported that the bd smartsite¿ needle-free connector would not flush through the cap on multiple occasions. The following information was provided by the initial reporter: unable to flush through the cap, estimating 30-40 weekly failures.